Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to component failure, which is normal wear (faulty parts). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the reverse locking mechanism of the compact air drive device was blocked, and the device would not reverse. It was determined that the motor was damaged and would not run. It was observed that the device had an air leak. It was further determined that the device failed pretest for check the power with test bench at 6 bar: minimum 110 to 160 watt, check for excessive noise, check for noticeable untrue running, check triggers for forward/reverse mode, check function of soft mode switch (safety system), check for air leak, check reverse locking mechanism, and check attachment coupling with attachments. It was noted in the service order that the device did not work anymore during pre-surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.